Event description:
It was reported that the ventilator failed during use. There was no injury reported. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
The investigation is ongoing. Results will be provided with a separate follow-up report.

Manufacturer narrative:
It was reported that during a case, the ventilator stopped working. Based on the logfile analysis, an entry pointing to an issue with the vacuum pressure was found. This vacuum pressure is needed to operate the valves that control the ventilation cycles and to keep the diaphragm of the ventilator in place to avoid wrinkling during piston movement. If significant deviations are detected - in this case a too high vacuum - the software forces a shutdown of automatic ventilation to prevent from serious mechanical damages to the ventilator unit. This is accompanied by a corresponding alarm; manual ventilation and the monitoring functionalities remain available. During on-site checking in follow-up to the event, the reported issue could not be duplicated. However, due to the found entry and the pump being loud, the pump was replaced in consequence. Afterwards, the device was checked and performed all tests according to draeger specifications. The device was then returned back to use without further problems reported. Finally, it can be concluded that the fabius gs has responded as designed upon the detected deviation caused by the pump failure by shutting down automatic ventilation and alerting the user by means of a corresponding alarm. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the ventilator failed during use. There was no injury reported. The device has no UDI as an UDI was not required at the time the device was manufactured.